Manufacturer narrative:
H6: health effect - clinical code. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, in the absence of the requested medical documentation, clinical factors which could have contributed to the reported adverse event could not be definitively concluded, and a causal relationship between the smith and nephew¿s device and the reported adverse event could not be established. The impact to the patient beyond the reported atherosclerosis and the subsequent revision cannot be determined since the patient is recovering well, still in hospital. Since any additional relevant medical information be provided, this case would to re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that decreased range of motion and unusual stress concentrations can happen. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2023, the patient start to developing atherosclerosis and not being able to bend her knee properly. This adverse event was addressed by revision surgery on (B)(6) 2024, in which the lgn xlpe dished isrt sz 5-6 11mm was exchange. The rest of implants appeared in pristine condition. Patient is recovering well, still in hospital.